Event description:
It was reported that the patient experienced a return of symptoms. A rotor study was performed under fluoroscopy and no movement was noted (however, the patient was moving during the procedure). A low battery alarm was occurring. The physician thought the batter had depleted too fast. The pump was replaced. Following surgery it was reported that "all was well". The drug contained in the patient's pump was dilaudid. Additional information has been requested from the healthcare provider, but was not available as of the date of this report.

Manufacturer narrative:
The pump was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.